Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the complete lead was returned with stylet in lead body. The helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that a fracture near is-1 terminal of inner coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement.

Event description:
Boston scientific received information that the patient had epicardial left ventricular (lv) lead implanted. A day after of that procedure it was found that the right atrial (ra) lead had dislodged. It was confirmed via x-ray. A surgical intervention took place to revise the ra lead. After repositioning twice and successful analyzer testing; the physician connected ra lead to generator. Noise was present on electrogram and troubleshooting did not resolve it. Physician stated he had gripped the lead pin with hemostats while rotating into header, which could explain the issue. The ra lead was explanted. No additional adverse patient effects were reported.